Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during an attempt to treat a patient in cardiac arrest (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that during subsequent functional testing using fine ventricular fibrillation waveform on defibrillator analyzer the device advised a shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the clinical data from the event was returned and evaluated. A review of the clinical data found that the presented heart rhythm did not meet the device's requirements for defibrillation and the device appropriately reported a "no shock advised" prompt. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.